Event description:
Pt self tester reported discrepant results. (B)(6) 2010; inratio: 1.9; lab: 1.2 (drawn minutes apart). (B)(6) 2010; 2.4; 1.1. Pt has a tight, specific therapeutic dose of approx 1.4-1.5.

Manufacturer narrative:
Investigation pending.